Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000522, serial/lot #: -, ubd: , UDI#: h3: a medtronic representative went to the site to test the equipment. Testing revealed that the mvs blown fuse indicator lit up. Both mvs fuses were replaced. The imaging system then passed the system checkout and was found to be fully functional. H6: fdm b01, fdr c02, fdc d02 are applicable to the system checkout. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used during a thoracic decompression and fixation procedure. It was reported that the system was plugged in and functioning correctly, then the system was moved and plugged in elsewhere. The mobile view station (mvs) then powered off. The site reported some "dodgy plugs." What the site meant by "dodgy plugs" was that they think that the sockets in the theatre were the cause of the issue. There was a reported delay to the procedure of less than 1 hour due to this issue before the surgeon opted to abort the use of navigation and imaging. There was no reported impact on patient outcome.